Event description:
It was reported that the bd ultra-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from german to english: "needle not permeable".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: one open 32g x 4mm pen needle sample was returned from lot. No. 0070075, cat. No. 320561. Visual examination was carried out on the returned open sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needle not permeable".